Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a superficial femoral artery. During deployment of the 6.0x150mm absolute pro ll self-expanding stent system, only half of the stent had deployed when the thumbwheel stopped functioning. The stent broke and became stretched. The stent then broke again which then released from the delivery catheter for a complete deployment. At that point, the patient¿s leg was painful. A 6.0x150mm absolute pro ll stent was implanted but it did not cover the lesion, therefore, a 6.0x120mm absolute pro ll was implanted to successfully complete the procedure. The pain subsided with the deployment of the new stents. There was no adverse patient sequela reported. No additional information was provided.

Event description:
Additional information received subsequent to filing the initial MDR: the handle was dismantled during the procedure to aid in the release of the stents. During the procedure, the proximal end of the shaft near the handle became kinked and the jacket material tore. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulty, resistance with the thumbwheel, stretched and separation stent could not be confirmed due to the condition of the returned unit and the stent was not returned. The shaft damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.